Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma, a thyroid issue, and cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to develop asthma, a thyroid issue, and cancer related to a CPAP device's sound abatement foam. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed unknown dust contaminant on the blower box and there is evidence of sound abatement foam degradation/breakdown was not observed and observed 2 pieces of undetermined particles on the water tank and an unknown contaminant was observed on the flip lid seal,the flip lid,dry box seal and on the back panel and an unknown dust contamination present on the bottom of the humidifier also a hair like particles was observed on the dry box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed no presence of degraded sound abatement foam.